Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. An unstable or inaccurate cardiac output value can be an indication to the user to begin the troubleshooting process. The catheter can be exchanged if desired. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that prior to use, a swan-ganz catheter failed to calibrate in-vitro on a vig ii monitor; however, after swapping the monitor, further attempts were successful. Additionally, the monitor kept prompting the user with a message: "are you sure you are using an edwards monitor?" At the end of the case, it was noted that the cardiac output (co) value was providing high readings between 10-12 l/min. There were no error messages but the values were immediately recognized by the clinicians as being incorrect, and the patient was not treated off of the values. The catheter was left in place, as the values began to come down within reasonable and expected limits with no further issues or value discrepancies being observed throughout the night and until the catheter was pulled the next day. There was no patient injury. Patient demographics were requested but not provided. The customer discarded the suspect catheter.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.